Event description:
It was reported that after reprocessing a fenestrated bipolar forceps instrument, a broken wire was found. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. For clarification, the nonconformance were broken grip and pitch cables. Both pitch cables were broken at the instrument's wrist. Both cable segment that contains the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. Both grip cables were broken at the distal idlers. The idler pulleys spun freely and exhibited no damage. The instrument's housing was removed and the clamping pulleys showed signs of excessive residue residing where the grip and pitch cables are routed. Failure analysis concluded the broken cables were likely due to improper cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.